Event description:
Patient came in for a left atrial appendage exclusion (watchman) procedure on (B)(6). During the case, in a standard fashion a 27 mm watchman flex device was positioned in the left atrial appendage. This required multiple recaptures. We were unable to obtain a satisfactory position. Multiple attempts and elected to exchange the double curve sheath for deflectable guide catheter. Again, multiple attempts were made at device positioning. Was not able to obtain a successful position. With the last attempt for reasons unclear the watchman device detached from its deployment device and embolized into the left atrium. The device should not detach unless it is turned 5-6 times. This did not happen so the device should not have detached. The patient ultimately needed to undergo open heart surgery to retrieve the device. Reviewed in complex case review this morning. Arc form filled out for watchman device - #(B)(4). Lot number is 37206195.